Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during"), alopecia ("hair loss"), weight increased ("weight gain"), mood swings ("mood swings") and depression ("depression"). The patient was treated with surgery (a total hysterectomy). At the time of the report, the pelvic pain, menorrhagia, alopecia, weight increased, mood swings and depression outcome was unknown. The reporter considered alopecia, depression, menorrhagia, mood swings, pelvic pain and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain"), genital haemorrhage ("abnormal bleeding (general)") and uterine haemorrhage ("abnormal uterine bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's concurrent conditions included muscle cramps and uterine bleeding. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), alopecia ("hair loss"), weight increased ("weight gaiin"), mood swings ("mood swings"), depression ("depression"), hormone level abnormal ("hormonal changes") with crying, allergy to metals ("allergic to the nickel in the device/nickel allergy") with rash, female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia painful sexual intercourse)"), fatigue ("fatigue"), chest pain ("chest pain"), throat tightness ("difficulty breathing because my throat felt like it was closing") and dyspnoea ("difficulty breathing because my throat felt like it was closing"). The patient was treated with diphenhydramine hydrochloride (benadryl), surgery (a total hysterectomy/supracervical hysterectomy) and surgery (laparoscopic assisted hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, uterine haemorrhage, alopecia, weight increased, mood swings, depression, hormone level abnormal, allergy to metals, female sexual dysfunction, migraine, nausea, dyspareunia, fatigue and chest pain outcome was unknown and the genital haemorrhage, menorrhagia, vaginal haemorrhage, headache, dysmenorrhoea, throat tightness and dyspnoea had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered allergy to metals, alopecia, chest pain, depression, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood swings, nausea, pelvic pain, throat tightness, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine hemorrhage (confirmed genital hemorrhage), confirming pelvic pain. Most recent follow-up information incorporated above includes: on 1-mar-2018: medical records received. Reporters added. Event per mr: abnormal uterine bleeding. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") and genital haemorrhage ("abnormal bleeding (general)") in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("excessive and abnormal bleeding during/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), alopecia ("hair loss"), weight increased ("weight gaiin"), mood swings ("mood swings"), depression ("depression"), hormone level abnormal ("hormonal changes") with crying, allergy to metals ("allergic to the nickel in the device/nickel allergy") with rash, female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia painful sexual intercourse)"), fatigue ("fatigue"), chest pain ("chest pain"), throat tightness ("difficulty breathing because my throat felt like it was closing") and dyspnoea ("difficulty breathing because my throat felt like it was closing"). The patient was treated with diphenhydramine hydrochloride (benadryl) and surgery (a total hysterectomy/supracervical hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, alopecia, weight increased, mood swings, depression, hormone level abnormal, allergy to metals, female sexual dysfunction, migraine, nausea, dyspareunia, fatigue and chest pain outcome was unknown and the genital haemorrhage, menorrhagia, vaginal haemorrhage, headache, dysmenorrhoea, throat tightness and dyspnoea had resolved. The reporter considered allergy to metals, alopecia, chest pain, depression, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood swings, nausea, pelvic pain, throat tightness, vaginal haemorrhage and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Essure indication updated. New events, hormonal changes with crying, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), allergic to the nickel in the device/nickel allergy, apareunia (inability to have sexual intercourse), purple rash required to go to emergency room, migraines, headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, chest pain, difficulty breathing because my throat felt like it was closing and did not undergo an essure confirmation test were added. Treatment drug added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / pain'), genital haemorrhage ('abnormal bleeding (general)') and uterine haemorrhage ('abnormal uterine bleeding') in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's concurrent conditions included muscle cramps and uterine bleeding. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), mood swings ("mood swings"), migraine ("migraines"), headache ("headaches"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia painful sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), depression ("depression"), allergy to metals ("allergic to the nickel in the device/nickel allergy") with rash, female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), chest pain ("chest pain"), throat tightness ("difficulty breathing because my throat felt like it was closing") and dyspnoea ("difficulty breathing because my throat felt like it was closing") and was found to have weight increased ("weight gaiin") and hormone level abnormal ("hormonal changes") with crying. The patient was treated with diphenhydramine hydrochloride, ibuprofen, paracetamol (tylenol), vitamin d nos (vitamin d) and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes). And laparoscopic assisted hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, mood swings, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, throat tightness and dyspnoea had resolved and the uterine haemorrhage, alopecia, weight increased, depression, hormone level abnormal, allergy to metals, female sexual dysfunction and chest pain outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered allergy to metals, alopecia, chest pain, depression, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood swings, nausea, pelvic pain, throat tightness, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: results: negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine hemorrhage (confirmed genital hemorrhage), confirming pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received-outcome of dyspareunia, fatigue, migraine, mood swings, nausea, pelvic pain updated to recovered / resolved. Treatment drug were added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.